Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient has been in very bad shape, which has been coming on for a week or so with some dyskinesia and then yesterday and today, the patient is in very bad shape. They cannot understand the patient when they talk and their whole body is "going", twisting and pulling. They have an appointment in november but wants to get the patient help now. They indicated that some changes were made the last time the patient was in the office. The patient had trouble charging for the past 4 or 5 days but had gotten that figured out and was able to charge their implant. They are worried the patient might choke on their food. Technical services had a very difficult time understand the patient when they came on the phone. They mentioned that the patient has not been in this bad of shape since before the implant. This has been a gradual change. No further complications were reported or anticipated. Additional information was received 2019-10-28 from the patient clarifying that they had been unsure if their "charging unit was working ," but they "carefully reread the instruction booklets" and determined they were charging correctly, they just hadn't been sure because they "had so much." They stated they had an appointment with their physician in october. They stated the circumstances that led to the dyskinesia and gradual change in symptoms were suspected by the physician to have been related to an infection, as the patient had a slight temperature. The steps taken to resolve the dyskinesia and the gradual change in symptoms were that they adjusted their medications and changed their last evening dosage of carbidopa levadopa from "25-100 to 50-200 ed." The dyskinesia and gradual change in symptoms were stated to have been resolved.

Manufacturer narrative:
Based off of the new information, file has been changed to only a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-30 from the patient stating there was no confirmation that an infection was involved.